Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: flat creases, white particles and cloudy gel, bubbles in gel and air voids between shell and gel (observed after autoclave cycle). A weight test of the explanted material was verified and it was within specification. Also, no were observed a small flecks on the back of the implant that mention in the complaint. Based on the device analysis the final assessment is: no were observed a small flecks on the back of the implant that mention in the complaint. No issues found related with the manufacturing process. Reason for reoperation: device was not implanted.

Event description:
Healthcare professional reported that there were ¿small flecks identified on the back of the implant." Implant did not touch the patient. Surgery was completed with a back up device.